Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level. Caller was unable to resume insulin therapy due to recurring cartridge alarm, despite cts assistance in loading a new cartridge. As a corrective action, cts decided to replace pump, which was under warranty, and provided instructions for returning it. Customer was informed to use mdi as backup therapy and acknowledged the procedure for storage and return of the malfunctioning pump.